Event description:
Information was received indicating that a smiths cadd-legacy® plus pump issued alarm code 1871. There was no reported serious injury to the patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with one crack on the lens, expulsor is extended. Event history log review was performed and found evidence of reported problem. Visual inspection and event log review were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up and it displayed lec 1871. Simulated use testing was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred (four 1871 alarm recorded). The code 1871 error is motor_timeout2. Pump was opened and found a broken wire on the optical switch. Service replaced the optical switch or reattach wire as needed to repair the pump. Visual inspection confirms a crack on the lens. Service also replaced the lens cover. The problem source of the reported problem is unknown.